Event description:
It was reported that the fiber worked properly for a couple of minutes but then the fiber output decreased. The fiber was replaced but the same issue occurred with the second fiber. The fiber was replaced for the third time and the laser burned through the fiber. Therefore, the procedure had to be stopped. There were no patient complications reported. This complaint refers to the third fiber.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone.

Event description:
It was reported that the fiber worked properly for a couple of minutes but then the fiber output decreased. The fiber was replaced but the same issue occurred with the second fiber. The fiber was replaced for the third time and the laser burned through the fiber. Therefore, the procedure had to be stopped. There were no patient complications reported. This complaint refers to the third fiber.